Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned distal driveline identified a compromised wire that could have contributed to the driveline faults observed in the submitted log file. The submitted log file contained data from (B)(6) 2020 at 2:00:19 to (B)(6) 2020 at 12:00:36. Throughout the captured data, there were 210 driveline faults. Despite these alarms, no other abnormal events were captured. The pump appeared to operate above the low speed limit for the duration of the log file. The pump appeared to operate as expected. Based on complaint history and similarly reported events, the driveline fault alarms captured in the log file appear to be due to a damaged wire in the patient¿s driveline and is consistent with the evaluation of the returned driveline. Approximately 15.5¿ of the external portion/distal end of the driveline was returned. Upon visual inspection of the outer silicone jacket revealed superficial damage approximately 0.5¿ and 2.5¿ from the metal connector. An electrical continuity test of the returned distal end driveline was conducted, and variation in the resistance of the red wire was found upon manipulation of the driveline. The remaining wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during the intact testing. Upon removal of the bionate layer, a large area of shield breakdown was noted adjacent to the metal connector, this area appeared to reveal a complete fracture in the red wire. Removal of the shielding confirmed the severed red wire adjacent to the metal connector. Visual and microscopic inspection of the remaining underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Bypassing the red wire, the remaining wires were submerged in a saline solution for hi-pot testing to further verify each wire¿s insulation. The test did not identify any additional breaches. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the red wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU also discusses damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple driveline fault errors on the lvad interrogation. The controller did not have alarms but the driveline was taped in two places on the connection end of the controller. There also appear to be breaks at connection points for power cords. The driveline was cracked through the outer covering and the connection into the metal end of the driveline was fragile. The patient was scheduled for a percutaneous lead repair on (B)(6) 2020. In addition, the log file captured a no external power event on (B)(6) 2020 that appeared to have occurred when the patient was simultaneously disconnecting from both controller leads. Additional information received on (B)(6) 2020 stated that the driveline went through tested phases and it was confirmed there was discontinuity in the red wire. Approximately 18" of the external percutaneous lead was replaced. The patient was provided with care instructions.